Event description:
A pt received her first skin test on 12/5/96 with negative results. She received her first treatment on 1/6/97 into the nasolabial folds, lateral canthal folds, and a depressed scar at the left malar rim, under the left eye. Immediately after the treatment, the pt developed induration at the treatment sites which persisted. She initially contacted the physician on 4/7/97 to report that she had experienced slight induration, intermittent in nature. She described visible collagen material with scar tissue secondary to needle marks. The areas felt hard and the collagen was surrounded by scar tissue and had not absorbed. The test site was hard. The physician believed the pt may have experienced a hypersensitivity and prescribed an over the counter anti-inflammatory medication three times per day.

Manufacturer narrative:
The physican reported that the symptoms resolved in approx 7/1997.